Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history and risk analysis review was unable to be performed due to limited information. The cause of the event was attributed to natural disease progression. The complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The package insert, under possible adverse effects, number 2 states, "early or late postoperative infection, and allergic reaction." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Following review, no new risks were identified. (B)(6). Literature: faris, philip m. ¿hybrid total knee arthroplasty, 13-year survivorship of agc total knee systems with average 7 years followup.¿ clin orthop relat res, vol. 10, no. 1007, pp. 1204¿1029. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(6).

Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty: 13-year survivorship of agc total knee systems with average 7 years follow-up¿. Three (3) unidentified patients underwent revisions of the femoral or tibial components due to infection on an unknown date. There has been no further information provided and the patient outcome is unknown. Attempts have been made and no further information has been provided.